Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial (e2 and e3). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the cover was easy to come off the scope by the following: the cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent and /or the cover was insufficiently attached to the scope. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Event description:
The olympus sales representative reported on behalf of the customer that the distal cover detached off the evis exera iii duodenovideoscope and fell inside patient¿s body during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. Customer reported a few instances occurred wherein the distal covers fell inside the patient¿s body during the procedure, but exact number of occurrences are unknown. There were no reports of patient harm, injuries, or cancelled procedures associated with the event. Related patient identifiers: (B)(6), evis exera iii duodenovideoscope tjf-q190v, serial number- unknown. (B)(6), evis exera iii duodenovideoscope tjf-q190v, serial number- unknown. (B)(6), evis exera iii duodenovideoscope tjf-q190v, serial number- unknown-(this complaint). (B)(6), single use distal cover, maj-2315 serial: (B)(6). (B)(6), single use distal cover, maj-2315 serial: unknown . (B)(6), single use distal cover, maj-2315 serial: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.